Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call that the sensor did not have an electrode. Customer also indicated blood glucose versus sensor glucose differences with sensor glucose at 52 mg/dl and blood glucose at 140 mg/dl. Troubleshooting advised customer on calibration technique. Troubleshooting advised customer that a replacement sensor would be sent and to return the product for analysis. No further details given.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Found cannula whole with no broken pieces.